Manufacturer narrative:
Please note that the gender of the patient is unknown. (B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a saber 3 millimeters (mm) 6 centimeter (cm) 155 was delivered to the lesion and inflated but it could not deflate (deflation difficulties). The balloon was removed with a guiding sheath and it is unknown how the procedure was completed. There was no reported patient injury. A contralateral approach was made to the superficial femoral artery. The target lesion was unknown. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis. Additional information was received and the device was removed from the patient in one piece. There were no difficulties removing the product from the hoop. There were no difficulties removing the balloon cover. There were no difficulties removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally and maintained negative pressure. The maximum inflation pressure was at 6 atmospheres (atm). It was unknown what the intended procedure/target lesion. Contrast media is unknown. The contrast to saline ratio is unknown. The type and brand of inflation device that was used (indeflator/syringe) is unknown. It was unknown if the same indeflator was used successfully with other devices. It was unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve. It was unknown if there was any resistance/friction while inserting the balloon through the guide catheter. It was unknown if there was difficulty advancing the balloon catheter through the vessel. It was unknown if there was difficulty crossing the lesion. It was unknown if the catheter was ever in an acute bend. It was unknown if the balloon inflate normally. It was unknown if the balloon maintain pressure during inflation. It was unknown if the balloon not deflate at all. It was unknown how long did it take to deflate the balloon. It was unknown if the balloon eventually deflated. It was unknown if the balloon seem to "stick" to a stent. It was unknown if the balloon re-wrap properly. It was unknown if the balloon catheter kink while being used. It was unknown if the balloon catheter removed easily. The procedural cd availability is unknown.

Manufacturer narrative:
A saber 3mm x 6 cm 155cm balloon catheter was delivered to the lesion and inflated but it could not deflate (deflation difficulties). The balloon was removed with a guiding sheath and it is unknown how the procedure was completed. There was no reported patient injury. A contralateral approach was made to the superficial femoral artery. The target lesion was unknown. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown. Additional information was received and the device was removed from the patient in one piece. There were no difficulties removing the product from the hoop. There were no difficulties removing the balloon cover. There were no difficulties removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally and maintained negative pressure. The maximum inflation pressure was at 6 atm (six atmospheres). It was unknown what the intended procedure/target lesion. Contrast media is unknown. The contrast to saline ratio is unknown. The type and brand of inflation device that was used (indeflator/syringe) is unknown. It was unknown if the same indeflator was used successfully with other devices. It was unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve. It was unknown if there was any resistance/friction while inserting the balloon through the guide catheter. It was unknown if there was difficulty advancing the balloon catheter through the vessel. It was unknown if there was difficulty crossing the lesion. It was unknown if the catheter was ever in an acute bend. It was unknown if the balloon inflate normally. It was unknown if the balloon maintain pressure during inflation. It was unknown if the balloon not deflate at all. It was unknown how long did it take to deflate the balloon. It was unknown if the balloon eventually deflated. It was unknown if the balloon seem to ¿stick¿ to a stent. It was unknown if the balloon re-wrap properly. It was unknown if the balloon catheter kink while being used. It was unknown if the balloon catheter removed easily. The product was not returned for analysis. A device history record (DHR) review of lot 17335226 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty - (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification, mild tortuosity and an unknown rate of stenosis may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.